Manufacturer narrative:
(B)(4). Device evaluated by MFR: promus element mr ous 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. Strut row 5 from the proximal end of the stent was lifted and pulled in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The bumper tip of the device was examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 11jul2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified left anterior descending artery. A 3.00x32mm promus element¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another 3.00x32mm promus element¿ stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage.